Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was clogged or had a blocked cannula. The following information was provided by the initial reporter; the customer stated "when the patient is pricked the blood does not reach the tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and slbcs device that appears to be unused and the indicated failure mode for clog with the incident lot was not observed . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was clogged or had a blocked cannula the following information was provided by the initial reporter; the customer stated "when the patient is pricked the blood does not reach the tube."